Manufacturer narrative:
Product complaint # (B)(4). It was reported that the bowel obstruction event that the patient experienced was updated to a functional ileus. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/02/2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint #: (B)(4). Additional information was requested and the following was obtained: the patient weight, bmi at the time of index procedure?: not collecting the bmi for this study. Lot number?: hr807. What was the indication for the procedure?: ¿non anatomical liver resection of gallbladder bed,resection of bile duct & formation of roux loop¿. What was the intended use of the surgicel?: mild bleeding 1cm x 1.5cm. Where was the surgicel used (on what tissue)?: ¿liver¿. How much surgicel was used during the procedure?: ¿1 unit¿. Was the surgicel product left in place?: unknown. Any relevant patient history? Medical history: acid reflux, hypothyroidism, water retention, depression, diabetes, migraines, nausea, asthma, constipation, angina, copd, pulmonary embolism, functional weakness precipitated by stress, gallbladder cancer, liver disease (fatty liver), htn allergy to shellfish, ibuprophen and clarithromycin. Surgical history: hysterectomy 2001, appendix removed 1989; radical choleycystectomy and liver resection (B)(6) 2018.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient weight, bmi at the time of index procedure? Lot number? What was the indication for the procedure? What was the intended use of the surgicel? Where was the surgicel used (on what tissue)? How much surgicel was used during the procedure? Was the surgicel product left in place? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Any relevant patient history? Was there an alleged deficiency of the ethicon suture that contributed to the patient¿s post-operative bowel obstruction, fluid collection around the wound site and lung metastasis? What is the patient¿s current status?

Event description:
It was reported via a clinical trial that a patient underwent a non anatomical liver resection of gallbladder bed, resection of bile duct & formation of roux loop procedure on (B)(6) 2019 and an absorbable hemostat was used. On (B)(6) 2019 the patient developed fluid collection around the wound site. The patient underwent ultrasound drainage of fluid collection and vac pump. The patient recovered and the event has resolved as of (B)(6) 2019. The patient also developed lung metastasis and bowel obstruction. Additional information was requested.